Event description:
It was reported that the patient's implant didn¿t work from the beginning. After two months the ins was replaced and it had been fine. The component involved in the reported event was the ins. The generator was unable to recharge or stimulate. Troubleshooting that was done to provide insight to the issue was an MRI, x-ray, CT scan, surgery, and reprogramming. Actions taken to resolve the issue was replacement of the generator. The cause of the event was not determined. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).